Event description:
It was reported that the patient underwent to a magnetic resonance imaging (MRI) procedure. After the procedure, it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) was not magnetic resonance imaging (MRI) conditional. Non conditional MRI protocol was followed. Programming changes were made, and the ICD was restored.